Event description:
Event description guidant received information that loss of capture was reported during threshold testing when this pacemaker was programmed to 80-90bpm . Additionally, these tests produced elevated thresholds (4v0. Pacing at 110bpm resulted in good capture and acceptable thresholds (1.1v). The clinician has never seen this before and was inquiring about the dependency of acceptable thresholds and the programmed rate. The caller stated the patient was scheduled for a lead revision that day.